Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient programmer's on/off and +/- buttons did not work with or without the antenna. It was noted that the product would be returned to the manufacturer and would be replaced by another from the same manufacturer in the future. It was noted that the clinician programmer and recharger were able to communicate and work with the implantable neurostimulator (ins). It was noted that the representative would call repairs "on monday" and get a new programmer shipped to the patient's home. The event was described in detail. Reportedly the patient called the manufacturer's representative "around 1400," stating that her programmer was not working. It was noted that the patient stated that she read in the manual to "reset" the programmer and return to clinician settings by placing the screen of the programmer to the screen of the recharger "purple to purple." It was noted that the patient did this and "hit a few buttons" on the programmer while the antenna was over her ins and the amplitude jumped to 10.5 and she reportedly felt like she was being "electrocuted." It was noted that the patient was unable to turn the stimulation off with the programmer because the buttons did not work. It was reported that then the patient turned the stimulation off with the recharger and called the manufacturer's representative. It was noted that then the representative met with the patient and determined that the on/off and +/- buttons did not work. It was reported that the patient experienced a "spasm" associated with this event. It was noted that the patient reported these muscle spasms even after turning the stimulator off. Additional information reported that the device wouldn't "respond to key stroke on some keys." It was noted that the anomaly appeared to have occurred through product use. No patient harm was reported. Two days after the event, it was noted that by the time the manufacturer's representative met with the patient "yesterday," the muscle spasms had subsided. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.